Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the vessel name that the surgicel was used on? Does the physical believe that the bleeding of vessel was related to the surgicel? What were the indications for using the surgicel powder? Was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? What are the patient¿s demographics? (Age, date of birth, bmi, past medical history) what is the lot number of product used? What is the patient¿s current status? What is the surgeon¿s etiology of the event?

Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2018 and absorbable hemostat device was applied to the raw bleeding surface. A valsalva was performed after the absorbable hemostat device was applied to see if there was any further bleeding sites. There were no active bleeding sites, so the surgeon proceeded to close the patient. When the patient was in recovery a hematoma formed in the surgical site. The patient was rushed back to the theatre where it was found that the patient had a hematoma from a venous ooze bleed. The surgeon clipped the vessel and the bleeding stopped. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 3/4/2019.